Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A selection of published clinical studies, pack inserts and published product information has been supplied to support aquacel ag product wear time up to a maximum of 7 days as clinically indicated and our representative advised the nurse to contact the owners of vac. From the information available to date this event occurred 2011 so is being reported to convatec as a historic case and our local representative has passed a data form to the nurse to see if we can obtain more detail regarding the issue. More information will be forwarded upon receipt. No additional information has been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Reported to the FDA on (B)(4) 2013.

Event description:
It is reported that ms (B)(6) (nurse) called to request clinical support material regarding the wear time of aquacel ag dressing. The nurse asked how long the dressing can be left in situ regarding a legal case that the trust is handling, as the dressing was left in situ for 3 days with ongoing vac therapy (vacuum assisted closure).